Event description:
Bd 10ml syringe luer-lok tip (B) (4). The numbers on the syringe used to measure the appropriate volume are not printed properly. Numbers 1-3 ml are completely missing from the syringe, while numbers 4-10ml are printed diagonally and smeared.